Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the event was reported via the post-market study (pms_025) that on (B)(6) 2021, a patient underwent an endovascular embolization procedure targeting an unruptured aneurysm on the right middle cerebral artery (mca) using a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3064200016) and unspecified coil(s). The target aneurysm had the following measurements: height 7.5, maximum diameter 8.9, dome width 7.0, neck diameter 6.7, and dome / neck ratio 1. On the same day of the index procedure, the patient experienced a cerebral infarction, which occurred ipsilateral to the target aneurysm. The patient¿s nih stroke scale/score (nihss) was not performed, and low molecular weight dextran was administered to treat the event. On (B)(6) 2021, the patient recovered with sequelae. Per the treating physician, the event was ¿non-serious. The relationship with the complaint pulse rider cannot be ruled out. The relationship with the procedure can be ruled out.¿ it was not known if a continuous flush was maintained. The other concomitant device used during the procedure was a prowler select plus microcatheter (catalog / lot# unknown). On 16-aug-2022, additional information was received. The information indicated that this study is called the ¿pulserider pms¿ study; there is no specific study name. The pulserider is subject to post-market study (pms) at the time of approval in japan. ¿for this reason, this study is being conducted as a local pms. The information indicated that ¿pms cases are reported as line list and the japan team checks all the cases whether cases have already been reported from the sales rep or not and if there are new cases, we report them as complaints.¿ the patient is a 72-year old; gender, weight, height, and medical history were unknown. The patient¿s sequelae is unknown. The duration of the sequelae and whether it has resolved is reported as unknown. There was no report of any bleeding observed that may have caused the cerebral infarction. It was unknown if the patient was symptomatic. There were no device malfunctions nor performance issues related to the pulserider anrd during the procedure. All other information such as the physician¿s opinion on the possible cause(s) / contributing factor(s) to the reported cerebral infarction, prolongation of patient¿s hospitalization, catalog/lot numbers of the concomitant prowler select plus microcatheter used, and whether a continuous flush was maintained through the microcatheter were reported as unknown. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3064200016) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Cerebral infarction is a known potential complication associated with the use of the pulserider device and is mentioned in the instructions for use (IFU) as such. The device performed as intended with no malfunction reported, and no new patient consequences have occurred related to the use of device. However, according to the treating physician assessment, ¿the relationship with the complaint pulse rider cannot be ruled out¿. In addition, the patient was treated for this event, and they recovered, but with sequelae. Therefore, the relationship between the pulserider device and the reported event cannot be excluded. Thus, the event meets MDR reporting criteria as a ¿serious injury." Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the post-market study (pms_025) that on (B)(6) 2021, a patient underwent an endovascular embolization procedure targeting an unruptured aneurysm on the right middle cerebral artery (mca) using a pulserider 8t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (201d / 3064200016) and unspecified coil(s). The target aneurysm had the following measurements: height 7.5, maximum diameter 8.9, dome width 7.0, neck diameter 6.7, and dome / neck ratio 1. On the same day of the index procedure, the patient experienced a cerebral infarction, which occurred ipsilateral to the target aneurysm. The patient¿s nih stroke scale/score (nihss) was not performed, and low molecular weight dextran was administered to treat the event. On (B)(6) 2021, the patient recovered with sequelae. Per the treating physician, the event was ¿non-serious. The relationship with the complaint pulse rider cannot be ruled out. The relationship with the procedure can be ruled out.¿ it was not known if a continuous flush was maintained. The other concomitant device used during the procedure was a prowler select plus microcatheter (catalog / lot# unknown). On (B)(6) 2022, additional information was received. The information indicated that this study is called the ¿pulserider pms¿ study; there is no specific study name. The pulserider is subject to post-market study (pms) at the time of approval in japan. ¿for this reason, this study is being conducted as a local pms. The information indicated that ¿pms cases are reported as line list and the japan team checks all the cases whether cases have already been reported from the sales rep or not and if there are new cases, we report them as complaints.¿ the patient is a 72-year old; gender, weight, height, and medical history were unknown. The patient¿s sequelae is unknown. The duration of the sequelae and whether it has resolved is reported as unknown. There was no report of any bleeding observed that may have caused the cerebral infarction. It was unknown if the patient was symptomatic. There were no device malfunctions nor performance issues related to the pulserider anrd during the procedure. All other information such as the physician¿s opinion on the possible cause(s) / contributing factor(s) to the reported cerebral infarction, prolongation of patient¿s hospitalization, catalog/lot numbers of the concomitant prowler select plus microcatheter used, and whether a continuous flush was maintained through the microcatheter were reported as unknown.